Event description:
The customer contact reported that the patient received less medication than intended. The pump was returned from the cancer center with a note that stated, "set to run for 48 hours. The pump stopped at 46 hours without the full dose." There was not reported adverse patient effects.